Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due muscle atrophy. The aus was removed and replaced with a new aus consisting of balloon, pump and 3.5 cuff. No patient complications reported in relation to this event.